Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of "the pump turn off" could not be verified or evidenced through review of the event history log. Service inadvertently missed evaluating for this reported issue. The device is no longer in its as received condition. The device will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an incident with the patient. During the transport of a patient for an exam the pump turned off and the medication program was erased when the nurse turned back on the pump. The nurse had to program the pump for the rest of the way. The event happened during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported pump was turn off which was not reproduced. The device is no longer in its received condition. Evaluation cannot be performed for the reported 'the pump was turn off'. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.